Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 47.4 cm to 50.0 cm from the distal tip. The abrasion was consistent with friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.